Event description:
It was reported that a pump declared an altitude alarm, although the caller did not find the alarm in the pump history. There was no adverse impact to the customer's blood glucose level. The issue did not require replacing the cartridge, and the caller was able to resume insulin with the original cartridge. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged.